Event description:
It was reported that one day post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, the patient 's right renal artery occluded. Reportedly, the patient complained of back pain and a computed tomography scan revealed the suprarenal aortic extension had been deployed too high, and was covering the right renal artery, which had thrombosed. The patient was taken to the or and tpa (tissue plasminogen activator) was administered. The physician pulled down the suprarenal aortic extension and stented the right renal artery, which resolved the occlusion. It was indicated the patient tolerated the procedure well and was recovering. Additional information: the patient presented with calcified bilateral iliac arteries, tight distal aorta (type ii) inner lumen, calcified neck, thrombus in aaa, right hypogastric aneurysmal.

Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Clinical assessment of the records provided for review indicated that the cuff was not positioned far enough below the renal arteries and the graft moved slightly upward with pulsation and respiratory movement. There is no indication that the device caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.